Manufacturer narrative:
Pc-(B)(4). Batch # r93016. Investigation summary: the device was returned with the blade broken inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. The ¿no uses remaining¿ alert screen appears when the instrument has been connected more of two times to the gen11. However, this alert screen was not displayed at any time during testing. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that, during a laparoscopic gastrectomy procedure, ¿no instrument uses remaining¿ was displayed when the device was connected to a gen11. The device was not used for the patient. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.